Manufacturer narrative:
The manufacturer received the CPAP, humidifier and associated power cord with dc power supply for investigation. Although the manufacturer cannot confirm the presence of a flame or smoke, there is evidence of thermal damage (melting and deformation) to the dc output connector on the power supply due to water ingress. There is also evidence of water ingress to the device which caused rust and corrosion to the power connectors. It is likely smoke was emitted during this event. The humidifier's bottom enclosure heater plate cover screws are corroded and rusted as well. The finding of water ingress to the dreamstation assembly indicates the units were moved or mishandled while there was still water in the chamber or from water being spilled when filling the chamber. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over 30 kg (66 lbs). It is for use in the home or hospital/institutional environment. The user is cautioned "contact your health care professional if symptoms of sleep apnea recur. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, if water is spilled into the enclosure, or if the enclosure is broken, disconnect the power cord and discontinue use. Contact your home care provider." The power supply is designed in accordance to iec 60601 and applicable parts of iec 60950. Voltage in the CPAP/humidifier device is limited to 12 v dc nominal, and current is limited by the device fuse, to minimize the potential for electrical fire. The design of the electronics mechanicals are robust enough to resist damage that would result from typical usage. This device meets ul and iec requirements for flammability. There was no patient harm or injury. The manufacturer concludes that no further action is necessary at this time.

Event description:
The manufacturer became aware of an allegation of a thermal event occurring to the dc power supply and the dc power input of the continuous positive airway pressure (CPAP) device. The user reported that when unplugging the power supply, he noticed smoke and a small, blue flame. There was no patient harm or injury. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.